Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer tested his blood glucose before driving and received a result of 9.2 mmol/l. Within 10 minutes, the customer arrived at a shop and had a hypoglycemic event. The shop owner called an ambulance. The paramedic tested the customer's blood glucose, received a result of 1.4 mmol/l, and treated the customer with a glucose injection. It was reported it took 1 hour for the customer to recover. The manufacturer requested return of suspect product for evaluation.